Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, there was vaginal infection and vaginal prosthetic exposure which a mer suture thread and prosthetic material appearing to be polypropylene. Reoperation for prosthetic explantation was done to resolve the issue.

Event description:
According to the reporter, a patient who had undergone implantation of a polypropylene low prolapse plate mesh presented with a vaginal infection and prosthetic exposure, with visible mersuture thread and exposed polypropylene material. Due to the complications, the patient underwent a reintervention for explantation of the prosthetic material. The patient's outcome involved surgical removal of the device, and no further clinical status was reported post-explantation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.